Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 605 mg/dl with abdominal pain, nausea, and vomiting. Reportedly, the patient was treated in the emergency room by their healthcare provider and received insulin via injection and insulin via their pump. During troubleshooting with customer technical support (cts), it was determined that the patient failed to completely prime the tubing. There were no pump defects found. This complaint is being reported because, the patient allegedly experienced hyperglycemia related to use error in not completely priming the tubing prior to use.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.